Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (500 mcg/ml at 270.87 mcg/day) via an implantable pump for an unknown indication for use. It was reported there were intermittent motor stalls. The event date was provided as (B)(6) 2017. Troubleshooting included checking the logs. The hcp was advised to program the pump to minimum flow rate and schedule a replacement. An explant was planned for (B)(6) 2018. It was stated there were no contributing external factors. The issue was not resolved. The patient status was alive - no injury. The pump would be returned. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the pump logs were not available. It was unknown if the patient experienced any symptoms related to the motor stalls but the patient was reported to be ¿ok again¿. The issue had been resolved as the pump was replaced. The pump was being returned for analysis.

Manufacturer narrative:
Analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis also found overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.